Event description:
Reporter stated that after pt changed insulin cartridge, infusion set tubing, and adapter, an attempt to prime the device was made, but no insulin came through the tubing. No error was generated by the device. Pt then discovered insulin leakage. Pt's blood glucose was affected by event (blood glucose elevated to 15.8 mmol/l), and ketones were high. Pt self-treated high blood glucose by delivering insulin via pen.